Manufacturer narrative:
H3: product analysis found carrier board connector damaged and pmb failed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot number: unknown, h6: codes fdm b17, fdr c20 and fdc d16 are applicable for product ID nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system would boot and display a self-test error. Issue persists after multiple reboots. Biomed also noted that the system powered down immediately when unplugged from wall power. During trouble shooting on call, the system booted without any self test errors and the system remained on when unplugged from wall power. The patient interface wouldn't be recognized by the console. There was no patient involved.